Event description:
Consumer called stating that the he purchased a used tdxsp power chair and when he was going up a hill on "rabbit" speed the chair allegedly just stopped. No injury.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model tdxsp, serial number/date code (B)(4) is approximately 2 years 6 months old. The consumer purchased this device used. It is unknown if he received the owner's manual , part number 1143190 rev g (jan-09), that was originally issued with this device. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. Page 17 of the owner's manual states a warning, "do not go up or down ramps or traverse slopes greater than 9 degrees". The consumer's weight was initially reported as (B)(6), but during a follow up call the consumer stated that his weight was (B)(6). The weight limitation for this tdxsp power chair is 300 lbs, as stated in the owner's manual on page 38. This added weight could be a factor in why the power chair just stopped while the consumer was traversing up a hill. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.